Event description:
It was reported that the right ventricular (rv) lead had low amplitude r-waves, loss of capture, and t-wave oversensing (twos). The rv lead remains in use. It was also reported that the right atrial (ra) lead had loss of capture. The ra lead remains in use. It was further reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.